Event description:
Inbound. One of prefilled veletri. Cadd cassettes steady beeping then no disposable pump won't run on both pumps. Changed over to new cassette to resolve alarm. Had another one with this result last week. During last weeks event, she was off medication for 20-30 minutes and did not feel well during that time being off her veletri until she was able to switch to a new cassette. No further details provided.